Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, a fragment from the harmonic ace broke off and fell inside the patient. The fragment was retrieved during the same surgical procedure. No issues were noted during the inspection of the instrument prior to use. It was visually checked that no fragments were left behind inside the patient. The issue was noted after 30 minutes of use of the instrument. No resistance was noted while removing the instrument through the cannula. No other damages were noted upon the final removal of the instrument. There were no injuries or complications to the patient. The procedure was completed robotically.

Manufacturer narrative:
Updated sections d9, h3, annex codes: b, c, d. Device evaluation: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis (fa) and was able to confirm and replicate the customer reported complaint. The instrument was found to have one blade broken at the base. A piece approximately 0.422" x 0.084" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.